Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose due to bent cannula. The customer¿s blood glucose level was 492 mg/dl. Current blood glucose level was 302 mg/dl. The customer was using the insulin pump within 48 hours of high blood glucose event. Insulin pump was on auto mode. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7020-snsr.